Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review could not be conducted since the lot number was not provided. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time the sample is not available and it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend of similar complaints.

Event description:
The customer alleges that when the clinician attempts to inflate the cuff of the device, the syringe doesn't stay on; it pops off. It is difficult to use two hands to inflate the cuff. No patient injury reported.

Manufacturer narrative:
(B)(4). The lot number was originally reported as 'unknown'; however, the sample received was from lot #73f1500492. A device history record (DHR) review was performed on this lot number and there were no issues found that could relate to the reported complaint. The customer returned one unit of product code 5-10114 for investigation. The unit was received with its original packaging opened. A mallinckrodt satin-slip stylet was received inserted into the et tube. The returned et tube was visually examined with and without magnification. No defects or anomalies were observed. Functional testing was also performed and no issues were found. The reported complaint of difficulty attaching a syringe to the inflation valve of the et tube was not confirmed based upon the sample received. The returned et tube could be connected to a lab inventory 20ml luer slip syringe for inflation and deflation with no difficulty met. A secure connection could be made. There were no functional issues found with the returned sample.

Event description:
The customer alleges that when the clinician attempts to inflate the cuff of the device, the syringe doesn't stay on; it pops off. It is difficult to use two hands to inflate the cuff. No patient injury reported.